Event description:
Report is being made as a late event which may or may not be related to this device. Patient experienced symptoms of perforation 2-3 days after actual procedure. Nothing was noted at time of surgery nor immediately after procedure with regards to the device.patient did have a perforation and a subsequent hospital stay > 1 month.====================== health professional's impression======================personnel in the ambulatory surgical center noted nothing out of the ordinary occurring during or after actual surgery with this device or patient.